Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the patient had high impedances on contact 3 as measured with the clinician tablet on their left ins. The rep reported that the patient experienced extreme reactions during the impedance testing with both ins's. The rep reported that the patient felt a tightening of their throat, paresthesia and dramatic tremor. The rep reported that the patient had a history of pseudo seizures due to anxiety. The rep reported that the healthcare provider (hcp) directed the patient to take valium to calm themselves after the impedance testing on the first ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that during an impedance check before an MRI they checked patient's right chest device and they had an extreme reaction to the impedance check. Prior to checking the patients device the rep placed the drape and communicator on the device and the patient jerked as in fear of the impedance test. Their tremors increased before the device was checked. During the test the patient was violently shaking similar to a seizure. She was unaware of their surroundings and had their eyes closed. After a few minutes they woke up and could not speak and said the side of their face was numb. Their left hand was stiff. The patient was checked by medical staff at the MRI center. They recommended that they go to the hospital for a CT scan. When the patient heard that they began to feel better. Within 15 minutes all of their symptoms were gone. The center contacted the managing physician. They stated that the patient had a history of over reacting to stressful situations. The husband had mentioned that the patient lost consciousness during routine bloodwork and had to go by ambulance to the hospital. The doctor did not believe that there were any issues with the dbs system. The patient had a condition that causes overreactions to pain and stimulus. All impedances were normal and impedances were check by the new tablet at 0.7v. The MRI is going to be rescheduled and impedance testing would be closely monitored for any such reaction. If they had the same reaction they would not perform the test. The rep was contacted and responded to the event. They stated they did not know the cause of the seizure like symptoms. The patient was not responsive. They did not believe it was related to the patient's therapy. The cause of the patient's symptoms were no known either. The MRI was not performed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.